Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was dim and discolored. The returned battery cap was discovered to be stripped. Unrelated to the display and battery cap issues, the keypad was found to be torn. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display issue and battery cap damage issue. This report is made based on results of the investigation performed on (B)(6) 2014.